Manufacturer narrative:
(B)(4)

Event description:
The customer complained of erroneous high results for 7 patients tested for ise indirect na gen.2 for samples run from cups from a modular pre-analytics (mpa) system compared to the primary sample tube run on the cobas 6000 c (501) module between (B)(6) 2018. This medwatch will cover the c501 module. Refer to medwatch with (B)(6) for information on the mpa system. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found worn pinch tubing. The fse replaced the pinch tubing, the ise sipper nozzle and sodium and chloride electrodes. Dilution baths were cleaned. Ise checks passed and the customer performed precision testing with patient samples and the results were acceptable. Calibration and qc was performed successfully. The investigation determined that the issue found by the fse was the root cause of the event.